Manufacturer narrative:
The pump has been returned and was evaluated by product analysis with the following findings: the keypad was found to be torn over the "ok" button. All of the buttons were found to be unresponsive. The keypad was removed and contamination was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the "up" arrow button is no responding to presses. The reporter denies damage to the keypad. This report is being made based on the alleged keypad malfunction.